Manufacturer narrative:
Advantage system #2- the suspect product is comfort curve test strips. Advantage system#1- the suspect product is comfort curve test strips.

Event description:
Customer states, they tested on gts advantage system#1 and got results of 39mg/dl. The test was repeated using gts advantage system #2 with results of 58mg/dl. Both levels of quality controls were ran and within range. Pt was fed after both readings. No adverse event was reported. A request was made for return of suspect product and a replacement was sent. Gts advantage system#2 (advantage meter#7777023522, accu-chek comfort curve test strips lot# 549423, exp date#01/31/2008). Gts advantage system#1 (advantage meter#7777026588, accu-chek comfort curve test strips lot# 549423, exp date#01/31/2008).

Event description:
Customer states they tested on gts advantage system#1 and got results of 39mg/dl. The test was repeated using gts advantage system #2 with results of 58mg/dl. Both levels of quality controls were ran and within range. Pt was fed after both readings. No adverse event was reported. A request was made for return of suspect product and a replacement was sent. Gts advantage system#2 (advantage meter#7777023522, accu-chek comfort curve test strips lot# 549423, exp date#01/31/2008). Gts advantage system#1 (advantage meter#7777026588, accu-chek comfort curve test strips lot# 549423, exp date#01/31/2008).